Event description:
It was reported that the pt reported decreased sound quality with crackling noise following an MRI performed 6 years ago on her foot. The external equipment was replaced by the audiologist at the implanting center. Testing was carried out and was within normal limits. A CT scan was completed and the implant was in correct placement. Med-el had not a received a request for MRI. It is not known what tesla level the MRI was or date the MRI was carried out. During an appointment on 10/21, speech processors were programmed for each ear and tested. The crackling sound was immediately present on both sides (the pt is bilaterally implanted-see also MFR report 9710014-2011-00338). Adding pressure to the coil did not reduce the crackling instead it made it louder. Mcl levels were reduced to zero on all channels but the crackling persisted. Simultaneous bilateral revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.